Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the customer fell and the pump hit a hard surface. In addition, it was reported that and unspecified malfunction occurred. Customer¿s blood glucose was 208 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.